Event description:
It was reported that the device will not power on with known good batteries. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control explained that without opening the device, it is impossible to know which part to replace; however, the main pcb assembly should likely be replaced. Physio-control also explained to the customer that parts are limited for this device, as support for it is ending. The customer later indicated, they would not be repairing the device due to its age and potential cost of repairs. The device has been scrapped. The device will not be returned to physio-control for eval; therefore, further investigation cannot be performed.